Event description:
It was reported that a spectrum iq infusion pump had a constant close door message during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem "constant close door message" was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a loose upper outside mounting screw. The mechanism was required to be removed and then reinstalled to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.